Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. Most likely root cause is user. Device disposition unknown

Event description:
According to the complaint, during the procedure, the metal loop tore away from the blue engagement mechanism. No patient complications were reported as a result of this event.